Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the up button on the infusion device was only functioning intermittently. It was reported that the rubber covering of the button was damaged. No adverse event was reported. The infusion device was requested to be returned for product evaluation.